Event description:
It was reported that the customer had high blood glucose levels of 180 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported that the buttons of the insulin pump were unresponsive during prime. The customer reported that the insulin continued to drip during prime because the buttons of the insulin pump were not responding. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The unit passed rewind, basic occlusion test, occlusion test, prime, compromised force sensor error test and displacement test. There was no prime fill anomaly noted. The unit was received with intermittent buttons due to corroded keypad traces. There was no button error alarms noted. There was no display ramping on its own anomaly noted. The unit was received with minor scratches on lcd window. The unit was received with cracked battery tube threads and belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).